Event description:
It was reported the patient experienced a burning sensation at the device pocket after a MRI exam. It was further reported there was an electromagnetic interference (emi) issue of an MRI in a clinical environment. The patient¿s implantable neurostimulator (ins) was notably ¿compatible with MRI¿ examination and the ¿MRI mode was activated with all the information provided by the manufacturer.¿ no action was required due to the event. The patient was alive with no injury at the time of report. The patient was to follow-up with their healthcare provider (hcp) at a later date, however, the patient did not go, so the hcp ¿believed that the patient had no problem¿ as of 15 days after initial report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID: 977a1, lot# unknown, product type: lead. (B)(4).